Event description:
According to acute coronary syndrome following repair of aortic dissection, a case report published in the european journal of cardio-thoracic surgery, august 2004, bioglue surgical adhesive (lot number is unknown) was used in a procedure for the repair of an aortic dissection. According to the article, the pt had an excellent initial recovery. However, on the fourth postoperative day, a large thrombus was reportedly found in the pt's left anterior descending coronary artery and origin of the first diagonal branch. A 3.5mm stent was then inserted into the affected artery, "disoblitterating the artery from thrombus." Additionally, it was stated that a 2.5mm medium-length stent was placed in the diagonal branch. The pt was reported to have "made an excellent recovery, being discharged 5 days later, and remains well 2 months after the procedure." Information in the article indicates that the cause of the thrombosis may have been "rupture of a pre-existing coronary plaque, embolization of aortic dissection associated thrombus, or an embolus associated with glue usage." The article also suggests "a possible explanation is that a fragment of glue broke loose and embolized later or that an embolus arose from somewhere in the heart.